Manufacturer narrative:
Image review: four still images and two fluoroscopic media files were provided for review. Images from the patient¿s executive summary were available, which allowed partial anatomical assessment. The patient¿s aortic valve appeared to be mildly calcified with an annulus perimeter that measured 87.6mm with a perimeter derived diameter of 27.9mm suggesting a 34mm valve. The left ventricular outflow track tapered to a perimeter of 78.9mm. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. During the valve deployment attempt an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. It was reported that the infolded valve was recaptured and redeployed resulting in persistent infolding. It was reported that the infolded valve was not implanted, and a new system was used. Since fluoroscopic valve load inspection was not provided, it is not possible to rule out that a possible misload might have contributed to the infold. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, inside its original outer packaging, the valve was contained inside its original packaging jar and was submerged in unidentified solution. Visual analysis showed the valve exhibited discoloration consistent with prior blood exposure. The valve was received in a slightly crimped configuration, with the inflow aspect displaying an elliptical profile. Leaflets 1 and 2 were observed in a closed position, while leaflet 3 remained open. All leaflets displayed minor wrinkling and appeared intact, with no visible damage identified. All commissures appeared intact. All sutures appeared intact with no visible damage. The valve was submerged in a warm saline bath (approximately 37¿°c), resulting in full expansion of the frame. No damage was observed on the frame. The valve was immersed in a cold saline bath and position onto the loading system to perform a loading simulation following the instructions for use (IFU). The frame paddles seated properly within their attachment pockets. The capsule was advanced to cover the frame paddles and outflow crown struts, then further advanced until the capsule guide tube covered the valve¿s commissure pad. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve. Post-loading inspection of the capsule revealed no visual or tactile anomalies. Following loading, the valve was deployed in a warm saline bath (approximately 37¿°c). The deployment knob was rotated to expose the inflow portion of the valve, with no visual anomalies observed. Deployment continued through the waist region and progressed to the po int of no recapture without issue. The valve was then fully deployed. No visual or tactile anomalies were observed during the deployment simulation. Updated: d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated image review: four still images and two fluoroscopic media files were provided for review. The patient¿s executive summary was available, which allowed complete anatomical assessment. The patient¿s aortic valve appeared to be mildly calcified with an annulus perimeter that measured 87.6mm with a perimeter derived diameter of 27.9mm suggesting a 34mm valve. The left ventricular outflow tract (lvot) tapered to a perimeter of 78.9mm. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. During the valve deployment attempt an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. It was reported that the infolded valve was recaptured and redeployed resulting in persistent infolding. It was reported that the infolded valve was not implanted, and a new system was used. Since fluoroscopic valve load inspection was not provided, it is not possible to rule out that a possible misload might have contributed to the infold. Updated: b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of the transcatheter bioprosthetic valve, an infold appearance was observed while opening the valve. The valve was recaptured, reposition, and deployed again, however, the infold appearance persisted. The valve was recaptured and removed from the patient. After the patient¿s blood pressure stabilized, a second valve was deployed, and the patient¿s condition was good as a result. Additional information was received that while the valve was opening with an infold appearance, time elapsed during image-based evaluation, and during this period the patient's blood pressure became unstable. The procedure duration was prolonged due to the infold. According to the physician, bulky calcification on the non-coronary cusp (ncc) side may have contributed to the infold. Additional information was received that no treatment was administered for the unstable blood pressure as the catheter was withdrawn, and the patient was allowed time to relax.

Event description:
It was reported that during implantation of the transcatheter bioprosthetic valve, an infold appearance was observed while opening the valve. The valve was recaptured, reposition, and deployed again, however, the infold appearance persisted. The valve was recaptured and removed from the patient. After the patient¿s blood pressure stabilized, a second valve was deployed, and the patient¿s condition was good as a result. Additional information was received that while the valve was opening with an infold appearance, time elapsed during image-based evaluation, and during this period the patient's blood pressure became unstable. The procedure duration was prolonged due to the infold. According to the physician, bulky calcification on the non-coronary cusp (ncc) side may have contributed to the infold.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Updated: a2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of the transcatheter bioprosthetic valve, an infold appearance was observed while opening the valve. The valve was recaptured, reposition, and deployed again, however, the infold appearance persisted. The valve was recaptured and removed from the patient. After the patient¿s blood pressure stabilized, a second valve was deployed, and the patient¿s condition was good as a result.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.